Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/06/2025, a distributor reported via email that an ar-2325pslc suture anchor experienced a screw breakage upon initial insertion when starting to screw. The case was completed by opening a new product. There were no reports of fragments breaking off inside the patient. No further case details were provided. This was discovered during a patellar rupture arthroscopy procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.